Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device was returned, and break was confirmed; however, material rupture was unconfirmed. Based upon the available information, the definitive root cause for this malfunction is unknown. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dr8066 pta balloon dilatation catheter allegedly experienced material rupture and break. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) kgs.